Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 300 mg/dl. Last five results in memory were 116 mg/dl, 114 mg/dl, 125 mg/dl, 314 mg/dl, 345 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (114) and the highest normal result (300) is located in zone c. No adverse event reported.